Manufacturer narrative:
(B)(4). This event is currently under investigation. A follow-up report will be generated upon the completion of the investigation.

Event description:
It was reported that during a lower leg angiogram, an approach cto microwire wire guide became stuck in the catheter when removing. The same problem was reported with two other wire guides. Each device is being reported and documented in the following report numbers: 1820334-2017-02072, 1820334-2017-02073, and 1820334-2017-02114. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Corrected data: report source. Product code: dqx. Three wire guides were returned mixed, in the same package for evaluation. There is a report associated with each guide wire (1820334-2017-02072, 1820334-2017-02114, and 1820334-2017-02115). The devices were returned together in the same package; therefore we are unable to clarify which wire guide should be applied to which report. Three wires were returned; one of catalog number cmw-14-300-18g and two of catalog number cmw-14-300-12g. Device 1 was returned not inserted through any device. Device 2 was returned inserted through a unidentified yellow/white torque gage. Device 3 was returned inserted through a white torque gage, and white hub/strain relief and two separated sections of catheter tubing . The hub/strain relief has .014/90cm printed on it. 15.9 cm from the proximal end of the hub, catheter is twisted around the wire guide. Catheter is separated at 65.9 cm for a distance of 2.1 cm from the proximal end. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.